Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the identifiable device diagnosis was not applicable. The identify clinical diagnosis was the patient admitted that his left leg got spurts of tingling with his currents programs. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative. It was reported that the patient¿s primary indication for use was for post-laminectomy pain and other indication was for radicular pain syndrome. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced uncomfortable left leg tingling that resolved with spinal cord stimulation (scs) reprogramming. This occurred twice on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient got spurts of left leg tingling. Etiology was related to device, therapy, and programming but not related to implant procedure. Outcome was resolved without sequelae.